Event description:
A customer reported an issue with the touchscreen of their insulin pump, which was unresponsive to inputs despite not being cracked or shattered. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.